Manufacturer narrative:
G4: premarket/510(k) #: k173284, k213593.

Event description:
It was reported that a catheter issue occurred. The stenosed target lesion was located in the coronary artery. The opticross hd imaging catheter was advanced for an intravascular ultrasound (ivus) examination of the target lesion. When the ivus catheter was tested prior to insertion, the image displayed non-uniform rotational distortion (nurd), and a kink was found in the catheter. It was further noted that the catheter was fractured/separated. The procedure was completed with an alternative device, and there were no patient complications.